Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 92mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.